Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 510 mg/dl. Elevated bg was addressed by manual insulin injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.